Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable no longer was charging pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, customer replaced usb cable to resolve the issue.